Event description:
On (B)(6) 2011, global pharmacovigilance received a report by a consumer with supplemental information received by a nurse of hole in the catheter tubing and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced a hole in catheter tubing. On (B)(6) 2011, the patient experienced peritonitis. On an unreported date in 2011, a peritoneal effluent culture was obtained, results were unknown. The cause of the peritonitis was from a hole in the catheter tubing. Treatment was not reported. The patient was recovering. Dianeal therapy was ongoing. The nurse reported the event of peritonitis was unrelated to dianeal therapy, but did not comment on the event of hole in catheter tubing. On (B)(6) 2012, product surveillance spoke with the registered nurse (rn) regarding the home patient's (hp) catheter. The rn did not have any information regarding the manufacturer of the catheter and did not know where to obtain the information. Patient injury reported: yes medical intervention required: unknown (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).